Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05647. It was reported pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A 30 mm watchman ® laa closure device & delivery system was used along with a watchman ® access system. A 3 mm baseline pericardial effusion was present. The access system was deep seated in the laa and there was no tenting of the laa. They deployed the closure device; however, it was placed too proximal. At this time, they noticed the effusion had increased to 8 mm, but there was no change in the patient's hemodynamics. Cardiac tamponade also occurred, but resolved after the fluid was removed. They decided to fully recapture the closure device. They used another 30 mm closure device and successfully deployed it. They monitored the effusion and it remained stable at 8 mm. The patient is currently stable.